Event description:
It was reported that on an unknown date, a patient presenting with a thoracic aortic aneurysm was treated with a device from a competitive manufacturer. On (B)(6) 2014, the patient presented with a descending thoracic aortic aneurysm and was treated with a gore® tag® conformable thoracic stent graft. On (B)(6) 2019, the patient presented with further dilation of the descending aorta. The aneurysm growth was attributed to disease progression of an aortic dissection. The aneurysm growth was immediately distal to the implanted gore® device. The false lumen of the dissected aorta was still retrogradely perfused proximally through the lower entry up to the level of the stent. On the same day, the patient was converted to open surgical repair of the descending aorta.

Manufacturer narrative:
Patient imaging showing the positioning of the aneurysm growth relative to the treated area was requested from the hospital but not provided. The explanted product was also not provided for evaluation. This complaint was initiated based on information received from the field. The cause of the further dilation of the descending aorta has been attributed to patient condition in the absence of a direct allegation against the device or procedure. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd.

Manufacturer narrative:
H3; the whereabouts of the device is unknown. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2014, a patient presenting with a descending thoracic aortic aneurysm and was treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2019, the patient presented with further dilation of the descending aorta. On the same day, the patient was converted to open surgical repair of the descending aorta.